Event description:
It was reported that there was a problem with purging the tubing. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. D9: date returned to mfg unknown. G4: 510k number unavailable. One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log was not applicable. Functional testing could not replicate the reported issue; the pump was found to be operating properly. The root cause was unknown. Sensor calibration was performed as a preventive measure. Event service history review identified there was no indication that the complaint was related to a service of the device within the review period.